Manufacturer narrative:
Additional product code: kwp mnh mni. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that while the surgeon tried to bend the plate multiple times with heavy force and the plate broke. This was rectified using a similar plate of the same size. No fragments were generated. The surgery was successfully completed with a delay of 4 minutes. There was no patience consequence. Concomitant device reported: unknown bending plier (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.161.001, lot: l856196, manufacturing site: mezzovico, release to warehouse date: april 10, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the occipital-plate is broken as complained. On the plate surface, there are dents and scratches visible caused by the bending instrument. In addition, the green color is faded on both sides along the fracture line. The fracture surface is typical for a forced fracture. Document/specification review: drawings as well as the inspection sheet were reviewed during this investigation. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The occipital plate is made from pure titanium (ticp) per iso 5832-2. Summary the complaint condition is confirmed as the occipital plate is broken. This production lot (l856196) was manufactured in april 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The given information indicates that the plate broke intra-operative during contouring; as no manufacturing related deficiency was found, it can be concluded that the plate broke due to a mechanical overloading. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail. Further hints can be found in the respective surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.